Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 3ml ll w/ndl 20x1 rb plunger was loose and dispensed medication into the cap. The following information was provided by the initial reporter: "friday, (B)(6) 2020 a bd 3 ml syringe (lot # 0224675) malfunctioned - allowing the plunger to rise and dispense medication into the cap. The needle that was attached was lot # 200821b. This malfunction resulted in the need to waste 40,000 units of procrit (lot # g 477168a)] nobody was injured".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 3ml ll w/ndl 20x1 rb plunger was loose and dispensed medication into the cap. The following information was provided by the initial reporter: "(B)(6), 2020 a bd 3 ml syringe (lot # 0224675) malfunctioned - allowing the plunger to rise and dispense medication into the cap. The needle that was attached was lot # (B)(4). This malfunction resulted in the need to waste 40,000 units of procrit (B)(4).nobody was injured"